Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an end of life indicator (eol) with a battery voltage is 2.69v with a 30.5 second charge time. Three months prior, the battery voltage was 2.85v with a 12.3 second charge time. The device was subsequently explanted and returned for analysis.